Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via a correction bolus and supply change. Reportedly, the customer goes high when her cartridge is at approximately 40 units of insulin remaining. Additionally, the customer changes cartridges every three days (72 hours). Tandem technical support educated the customer that humalog is labeled to be replaced every 48 hours. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.